Event description:
A customer reported to baxter that plastic was found inside the package of a minicap. There was no patient involvement.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was requested. Should additional information become available, a follow up MDR will be sent. This report addresses product quantity 1 of 2.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. The issue was not confirmed. The paper film had been torn out from aluminum foil, the film at the bottom was still connected with another aluminum foil tightly, and could not be torn out completely. The cause is due to a manufacturing problem related to packaging by the aluminum foil supplier. Baxter will continue to monitor similar reports to determine if further actions are required.